Manufacturer narrative:
The tech found broken hardware in the siderail. The tech replaced the latch shoulder screw, roll pin and the gap stop to repair the stretcher.

Event description:
Info rec'd indicates the right siderail will not latch.